Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04m46, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a mild stroke and was in the hospital. The patient needed a MRI. The MRI was not related to the device. The patient needed to turn their stimulator off for the MRI. While on the call, the patient was able to turn stimulation off and on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.